Manufacturer narrative:
\Through follow-up communication with the customer, sorin group (B)(4) has been informed that the heater-cooler unit arrived at the customer on august 5, 2015 and was immediately filled with water, recirculated for one hour and then samples were taken. The unit was then cleaned according to the current IFU at the time this complaint was reported. On august 31, 2015, the samples were confirmed to have bacteria. Multiple units were tested and this unit, (B)(4), was the only machine that tested positive for contamination. The facility has confirmed that they are using filtered water to fill the units and are continuing to follow the cleaning and disinfection procedure outlined in the current IFU. The unit is still in use and is being placed outside the or during procedures. On january 13, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch report.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). In may/june 2015 a deep disinfection was performed on this unit. The final test results from that action show that the unit was returned to the customer germ free. Through follow-up communication with the customer, sorin group (B)(4) learned that the unit was filled with water immediately upon delivery and was run for one hour before taking samples. This was all done prior to performing the first disinfection. According to the instructions for use (IFU), a disinfection cycle should be performed during installation of the device prior to the first use. The customer stated that additional samples were taken after performing a cleaning and disinfection cycle. These samples were negative for contamination. Sorin group (B)(4) has determined that this issue was the result of the user failing to adhere to the installation instructions outlined in the current IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Customer was able to clean unit.

Manufacturer narrative:
There was no patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria after the unit had been disinfected at sorin group (B)(4). This unit had recently been returned to the facility from sorin group (B)(4) and the facility reported no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria after the unit had been disinfected at sorin group (B)(4). This unit had recently been returned to the facility from sorin group (B)(4) and the facility reported no patient involvement.